Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to mechanical forces applied during the implantation procedure. Approximately 24cm distal to the is 1 connector pin the lead body was found squeezed and deformed. However, the insulation was not breached. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Damages like the from the is 1 connector retracted anti-kink protection and cuts into the insulation 24cm distal to the is 1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.